Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through december 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
January 2018 bimonthly asr exemption e2013025 the total number of events for product classification code oto is 8. Qty 4- alyte y-mesh graft, sterile qty 4- alyte y-mesh graft, sterile (5-pack) h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
January 2018 bimonthly asr.

Event description:
N/a

Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through december 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Exemption e2013025 original reporting time frame: november 1, 2017 through december 31, 2017 h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
N/a